Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, the iol dislocated causing pigmentation in the anterior chamber. An unknown secondary procedure was performed. Add¿l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The root cause for the reported complaint could not be determined. Add¿l info has been requested. (B)(4).